Manufacturer narrative:
Actual device evaluated. Standard performance tests were completed. The device was found to be slightly out of accuracy specification during testing. Device need recalibration.

Event description:
Reported by the customer as: over infusing during testing.